Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was showing a low helium alarm on.

Manufacturer narrative:
Due to character limitation e1 event site full name: (B)(6). Updated field: b3, b4, b5,b6, b7, d5, d9, d10, e1 (initial reporter, event site email), e2, e3, e4, (g1(contact office, contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions,health effect ¿ impact codes ) h11. The fse replaced the internal 500p transducer and carried out calibrations and functional checks. However, during ppm, low helium alarm comes up when pump is in the cart but when out of cart low helium alarm stops and the actual helium level is displayed. The fse replaced the front end board but the system powered up to clinical mode and allowed software transfer from executive processor board to the new front end board. However, after software update was completed system still came up with ¿power-up test fails code #10¿ & ¿helium transducer not calibrated¿. Helium transducer calibration could not attain offset value during calibration. The fse replaced the video generator board then 30psi calibration was performed. All functional and safety test performed. There was no patient involved.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was showing a low helium alarm on. There was no patient involvement.